Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after an unk about of time in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.